Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received pump with moisture damage on the electronic and motor assemblies. No unexpected beeping or constant tone noted. The device also was received with cracked display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the insulin pump was exposed to moisture and now beeped a constant tone. The blood glucose reading was 120 mg/dl. The customer stated that she had accidentally walked into a pool with the device. She noted that the device was stuck with a number 3 on it, and after a battery replacement, it was stuck on number 2. Advised discontinuation of the insulin pump. Nothing further reported.